Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was programmed to deliver cisplatin 146mg/1196ml with a vtbi of 1150ml to infuse for two hours, however, the pump over infused and delivered 1300ml. The biomed department ran the maintenance test and the devices passed without problems. The patient was hospitalized and given fluids and antiemetics. The patient's symptoms were monitored without any change in condition during his admission and he was discharged 24 hours later. There was no report of lasting harm to the patient.

Manufacturer narrative:
The customer¿s report that cisplatin over infused and delivered 1300ml was not confirmed. Physical inspection of the device showed no damage or anomalies. Review of the pcu event log showed that the user programmed an infusion of cisplatin 146.3mg/1176ml with a duration of 2 hours (rate 588ml/hr) and a vtbi of 1220ml. The infusion completed as programmed recording the volume infused at 1220.02ml. The user then entered an additional vtbi of 100ml which infused, and an additional vtbi of 9 ml which ended in an air in line alarm after almost 5 ml had infused. The total recorded volume infused was 1325.77ml at the termination of the infusion. Rate accuracy testing was performed and the results were within specification. The root cause of the customer¿s report was not determined.